Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Small bowel obstruction is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy with a jejunostomy (peg-j) tube. On (B)(6) 2017, the patient was admitted for blockage to upper intestines and infection. It was later determined the patient did not have an infection and was not treated with antibiotics. He was diagnosed with a small bowel obstruction and was treated with intravenous (IV) fluids and resting the bowel. On (B)(6) 2017, he was discharged from the hospital. An endoscopy done on (B)(6) 2017 showed the j tube was in the jejunum. The patient was placed on hospice care due to bowel blockage and was hospitalized. He was also experiencing hypomotility and was being administered total parenteral nutrition (tpn).the patient was also very weak. No further information was obtained at this time.